Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation as it remains in use. A review of the device history record confirmed that the associated pump met all requirements for release. Review of (B)(6)'s service history records indicated that the device was previously serviced and the repair action was verified. Review of the available autologs report revealed one (1) suction alarm logged on 14/apr/2025. This is an additional finding not related to the reported event. Based on the available information, the device may have caused or contributed to the observed suction alarm. Based on the risk docum entation, possible causes of the suction alarm finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. The reported strain relief damage could not be c onfirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, possible root causes of the reported strain relief damage may be attributed to multiple factors including but not limited to normal wear over time and/or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient during a regular outpatient visit had driveline strain relief damage to a previously repaired area. The driveline was reinforced at the visit. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.